Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment during hospitalization was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient had recovered. The consumer reported that he was back at home, but not ready to start dianeal therapy yet. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047 and h11f03065 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.